Event description:
The customer observed falsely increased results for the chloride assay generated on the architect c4000 analyzer. One patient sample generated a result of 122 mmol/l, which generated a delta flag. Controls were within specifications. The sample generated a chloride result of 113 mmol/l on the istat system that more closely correlated to this patient's previous result of 110 mmol/l . There is no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
An abbott field service engineer (fse) visited the customer site and inspected the analyzer. The fse found that integrated chip technology (ict) aspiration tubing was not installed properly by the customer. The tubing was connected to the pinch valve by the tubing sleeve instead of the tubing itself. The fse replaced the tubing and subsequent instrument operation and test results were acceptable. No further issues were discovered. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual contains information to address the customer issue. Based upon the available data and the results of the current evaluation a product malfunction was not identified.